Event description:
It was reported that the footboard was broken. No adverse consequences were alleged.

Manufacturer narrative:
Footboard broken. Sharp edges were reported during manufacturer's investigation.